Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement of the device. It was reported that the steerable guide catheter was inserted and the mitraclip delivery system (cds) was advanced; however, when steering the cds to the mitral valve, the cds shaft went in a lateral angle. Trouble shooting was unsuccessful. The clip was not implanted and the cds was removed and replaced. One clip was implanted, reducing mr from grade 4 to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned and investigated. The reported difficulty positioning the device was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported difficulty positioning was due to a noted bent actuator mandrel. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.